Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(6). Report received indicates no product fault could be detected. According to the complaint description, we assume that excessive bending when adjusting the plate caused the break. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the plate broken intra operatively. No further information is available.